Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 8.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient faced eight infusion sets detached within thirty minutes of use on (B)(6) 2026. No further information available.